Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred during the morning of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿112mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later, on the same morning as the alleged product issue occurred, the patient developed the symptom of ¿sweating¿. The patient did not require any form of treatment as a result of this symptom, however. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.